Event description:
The device was returned for pneumatic valve leak failure (valve 1). Mock infusion was not able to be performed due to state 1 alarm. Upon return, the device started up with no alarms but after a few minutes the air compressor performed a purge cycle and unit went into state 1 alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed ( valve 1 ok). Performed hardware test and unit failed for valve 2 gross leak error. The air tank will be removed and replaced along with o rings during repair process before device is sent to test line for full functional testing.

Event description:
The following has been reported: biomed reported: "a unit here to be sent out. There was no patient harm involved. Alerting "pump problem." A preliminary review identified the following issue: pneumatic valve leak failure. (Valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.